Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis was requested, but the information that was provided to technical services (ts) was insufficient. Ts requested to interrogate again the device to obtain the data and have yet to be received. At this time, the pacemaker remains in service. No adverse patient effects were reported.